Manufacturer narrative:
Device evaluation: the system control unit (scu) was replaced on the system. The system passed the system checkout and was performing as intended. Report source selections updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735820, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site first port on the scu was damaged and the site was unable to connect their zeiss pentero microscope. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device code should have been (B)(4). If information is provided in the future, a supplemental report will be issued.